Event description:
It ws found membrane broken during the first use, 2 mins after pt connection. Blood flow rate:60ml/min. Tmp:30mmhg. The pt did not suffer any blood loss and no medical intervention was required.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed.